Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty at interface board. Unable to perform operating currents, self-test and displacement test or verify e13/a13 alarms due to full segment display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had watchdog timeout alarm. The blood glucose level of the customer was 18.8 mmol/l. The customer stated that the insulin pump stopped working after the alarm. The customer inserted a fresh battery but the insulin pump did not return to normal function. The customer declined troubleshooting for high blood glucose levels. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not return for analysis.